Event description:
It was reported that during placement of the endovascular stent graft, the stent graft could not be deployed and further after being released 1 cm. During retraction of the delivery sys, one section of the stent graft was stuck outside the introducer sheath and could not be retracted through the sheath. No pt injury was reported.

Manufacturer narrative:
The device history record are being reviewed. The event is currently under investigation.